Event description:
It was reported to philips that the device's battery pca had bent pins. There was no patient involved.

Event description:
It was reported to philips that the device's battery pca had bent pins. There was no patient involved. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 3, 5, and 6 were found bent/damaged.